Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that one month after successful implantation of the mi60 intraocular lens, the pt presented with fibrin formation and low grade posterior segment inflammation. A vitrectomy was performed on (B)(6) 2012 and the pt was treated with anti-inflammatories. A vitreous sample was obtained and tested for culture and sensitivity, the results were negative. Pt's prognosis is good with continued anti-inflammatories.